Event description:
During a follow-up, episodes of noise which resulted in oversensing were observed on the right atrial (ra) lead. Provocative testing was performed and the lead noise was reproduced. The device was reprogrammed to resolved the event. The patient was stable and will continue to be monitored.